Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, all deployment steps were performed without issue, however, during removal of the prostyle device, resistance was noted with the vessel and the black plastic sheath part of the device separated into two pieces, with a portion remaining in the anatomy. A hemostat clamp was used to retrieve the separated portion. Nothing remained in the patient. The sheath remained at the same size sheath and the procedure was completed. A surgical cut-down with surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure due to the cut-down. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - against resistance. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, force was used to remove the device. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to guide/sheath separation, include but not limited to patient femoral vessel/anatomy variables, aggressive manipulation during removal of the device. The separated sheath likely contributed to the reported difficulty to remove the device. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.